Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair, four (4) fast-fix 360, t1 and t2 triggered simultaneously, when t1 was placed. All implants could be removed without harming the patient. The procedure was completed with a surgical delay of 35 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed they are not in their original packaging. The insertion devices were returned pret1 setting with no suture or implants returned. There is biological debris on the devices. A functional evaluation was performed on the returned devices and found they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H2: corrected data on: e3 & h6 (impact code).